Manufacturer narrative:
Through follow up, the user facility reported the infinity ercp sampling device subject of the reported event was replaced during the procedure when the brush could not be deployed. A detached component was detected in the pancreatic duct during use of a replacement device. User facility personnel confirmed that the doctor was unsuccessful in retrieving the detached component. The infinity ercp sampling device subject of the reported event was returned for evaluation, which found kinks, bends and a crack in the catheter. These evaluation results are indicative of excess force while using the device. Contrary to the reported event, the fluoroscopic tip was present. Further evaluation of the device found that the radiopaque marker component was not present. On 6/28/2024, steris received medwatch mw5155992 that had been submitted by the user facility. No additional issues have been reported.

Event description:
The user facility reported that the fluoroscopic tip to their infinity ercp sampling device broke off inside the patient's pancreatic duct. A procedure delay was reported. No report of injury.